Manufacturer narrative:
MDR 3003442380-2024-02390 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set was leaking from site due to which hyperglycemia occurred. The blood glucose level was 200-299 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information was available.